Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The sulu was received with a full complement of staples and an engaged interlock. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the device component disengaged out of package, the white blade part was up from the package, it was tried to be placed back down but it could not. It was not used in a procedure. There was no patient involved in the event.